Event description:
A sling procedure was carried out to suspend the mouth and nose of a pt. A couple of months later the sling had loosened and was no longer suspending the pt's mouth and nose. The surgeon re-operated in order to repeat the procedure and noted that some of the implant appeared to be resorbed. The surgeon also commented that it was hard to tell exactly the cause of the loosened sling because the area was scarred and the surgeon felt it inappropriate to spend time investigating the cause of the failed procedure.

Event description:
A sling procedure was carried out to suspend the mouth and nose of a pt. A couple of months later the sling had loosened and was no longer suspending the pt's mouth and nose. The surgeon re-operated in order to repeat the procedure and noted that some of the implant appeared to be resorbed. The surgeon also commented that it was hard to tell exactly the cause of the loosened sling because the area was scarred and the surgeon felt it inappropriate to spend time investigating the cause of the failed procedure.